Event description:
On (B)(6) 2010, pt reported he removed the insulin cartridge from his infusion device and the cartridge has 2 plungers in it currently. Pt stated when he was changing the cartridge earlier today, the plunger was stuck on the piston rod. Pt reported when he inserted the new insulin cartridge he was able to twist the old plunger off with the new insulin cartridge. Pt stated a large amount of insulin did enter the cartridge compartment. Pt is new to pump therapy, for a "week or 2". Educated pt on the proper removal of the insulin cartridge. Advised to always turn the infusion device upside down and untwist the adapter completely, allowing the cartridge to slide out instead of pulling it out. Advised not to over tighten the infusion adapter. Pt will switch to his back infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.